Event description:
If results from last pt study are not manually cleared from memory and the memory is full, when a new pt study is performed, the device allows you to enter pt demographic info for the new pt, but does not record any new test results. When you print out a report, you get the correct pt demographic info, but the results for the study are for the last pt that the device was able to fit into the memory. If the user is not paying close attention, they presume that since the pt identifier info on the printout is correct, that they have the correlating test results on the printout when this is not the case.